Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (erbe) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and found to fail voltage error due to generator defect. During testing, the erbe unit displayed error code c-34 upon startup; however, a review of the erbe log showed recorded errors c-00, m-0b and m-31. Scratches and visible touchup paint were observed on the covering/housing, along with noticeable small dent. The complaint was confirmed based on the results of the investigation.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure and prior to ports placement, the customer reported to technical service engineer (tse) that error c-34 and c-00 was observed. The customer power cycled; however, the issue persisted. The procedure was aborted to another dv system.